Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason the ipg was replaced was that the patient wanted a non-rechargeable ipg. The explanted ipg will not be returned per hospital policy.